Manufacturer narrative:
Reliability analysis evaluated one opened and used enlite serter. Performed insertion test using a new lab enlite sensor and rubber skin per specifications. Enlite serter passed per specifications. Enlite serter connected and released properly. Also, found catch arm not bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient stated that the instertion device is not releasing the sensor after it has been inserted. The reported bg at the time of the call was 200 mg/dl. Advised the patient that one of the arms on the device may be bent. Advised the patient that the inserter would be replaced. Nothing further was reported.